Event description:
Clinical diabetes educator contacted dexcom technical support on (B)(6) 2015 to report a hardware error code displayed on the receiver on (B)(6) 2015. Clinical diabetes educator reset the receiver and it resolved the issue. Clinical diabetes educator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).